Manufacturer narrative:
(B)(4).

Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. A capacitor on the power management board shorted. There was no patient involvement.